Event description:
It was reported that, the patient with this cardiac resynchronization therapy pacemaker (crt-p) passed out on a second attempt to interrogate the device. The device has been implanted for ten years. Technical services (ts) discussed possible causes. The health care professional (hcp) noted no seen of red screen alerts on the second attempt. This crt-p was explanted and replaced. No additional adverse patient effects were reported.